Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the lead trend suggested chronic high rv (right ventricular) threshold, and possible noise was noted on both leads. Both leads remain in use. No patient complications have been reported as a result of this event.